Manufacturer narrative:
The lighthandle cover is manufactured and packaged in a controlled environment. Employees wear hairnets, safety glasses, gloves, and are fully gowned. The lighthandle cover is terminally sterilized using ethylene oxide. The entire lighthandle cover device including the contents within the sterile barrier are considered sterile. No additional issues have been reported. - (B)(4).

Event description:
The user facility reported via user facility medwatch report #(B)(4) that one or two hairs were found within the packaging of a lb53 lighthandle cover during a patient procedure. User facility personnel immediately removed the lighthandle cover from the sterile field. No report of injury or procedure delay.